Event description:
Additional information found that along with the communication problem with their recharger, power on reset and reposition antenna message on their screen, a discharge or overdischarge was also suspected and a "call your doctor" icon appeared. Additional information also found that the patient had difficulties recharging their stimulator. After troubleshooting the patient was able to receive a normal recharging screen. No patient symptoms were reported.

Event description:
It was reported the patient had a communication problem with their recharger and when they attempted to recharge their implantable n eurostimulator (ins) they received a reposition antenna message on their screen. It was noted the patient had not had any changes to their ins pocket site and there were no falls or traumas. It was stated the last time the patient successfully recharged their device was one month prior to report. Reportedly, the patient¿s use of the antenna locate feature resulted in a power-on reset (por) message being displayed on their recharger which then lead to the normal recharging screen. It was noted the patient was able to get 8 coupling bars. The patient was advised to recharge their device to at least 50 percent prior to attempting to clear the por message.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).